Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented to their one-day post-implant check-up. Upon review, it was noted that the right atrial lead had dislodged for an unknown reason. The physician elected to explant and replace the lead on (B)(6) 2018. The procedure was completed successfully without adverse consequence to the patient. Normal measurements were noted and the patient was discharged.

Manufacturer narrative:
Analysis was normal. No anomalies were found.